Manufacturer narrative:
No medwatch form was received.

Event description:
The patient had a ventricular fibrillation two days post-implant, though the device delivered several discharges at maximum voltage, which were not effective. Physician decided to reposition the lead.